Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 30mm, diameter 2.5mm, was intended to treat a lesion in a patient. It was reported that the device could not cross the lesion, and on removal from the patient, the stent struts were noted to be bent and retracted. The target lesion in the lad exhibited 80% with moderate tortuosity and severe calcification. The lesion was predilated with a 1.5x15mm balloon at 22 atms and a 2.0x20mm balloon at 18-20 atms. Another stent also failed to cross the lesion. No injury occurred and no clinical sequelae have been reported. The device has not been received for evaluation.

Manufacturer narrative:
(B)(4). Evaluation, results: failure to deliver stent, stent deformation; 80% stenosis, moderate tortuosity, severe calcification. Evaluation, conclusions: 80% stenosis, moderate tortuosity, severe calcification.